Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 43. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. However; the customer will discontinue the use of the device. The product will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring= black. Case type= ngp. Customer returned insulin pump for alleged exposure to magnetic field, insulin pump error, and device test failed found on (B)(6)2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The insulin pump passed the displacement accuracy test at 0.0873 inches. No insulin pump error alarm was noted during testing. Successfully downloaded insulin pump history files and traces using thump software. Insulin pump alarmed a insulin pump error found on the event date of (B)(6) 2022 at 18:14:22.000 or 6:14:22 pm due to moisture damage on the motor home switch and motor flex cable. Insulin pump was cut open to perform visual inspection and found a cracked component on electrical board 1, moisture damage on the electronic assembly, motor, lithium battery, and force sensor. The following were also noted during visual inspection and found: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, corroded battery tube, pillowing keypad overlay, stained keypad overlay. Unable to verify customer's complaint for exposure to magnetic field. Device test failed not confirmed during testing. Insulin pump error was confirmed in the history files and traces due to moisture damage on the motor home switch and motor flex cable. Moisture damage was confirmed found on electrical board 1, lithium backup battery, motor home switch and flex cable, battery tube, and force sensor. Cracked component was confirmed found on electrical board 1, the c-16 component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.